Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.